Event description:
A (B)(6) male pt called zoll customer support to report that his charger was not detecting battery packs. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not detect battery packs) has been confirmed. Upon investigation the battery charger/model was unable to detect inserted battery packs. The cause for the failure was isolated to a defective d2 diode and a contaminated battery board. The root cause for the defective d2 diode could not be positively identified. The root cause for the contamination battery board was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.